Event description:
The complainant contacted leica biosystems in relation to peloris ii rapid tissue processor serial number (B)(4) and the following information was documented: "there approx 6 different runs on both retors [sic]. Total number run approx 300 are over process [sic]. No error code prompted and ran to completion. No reagent changed prior to the 6 runs, and protocol were [sic] entered correctly according to appropriate tissues." On (B)(6) 2022, the assigned leica field applications specialist-core histology (fas) visited the customer site and documented the following further information regarding the circumstances involved in this complaint: "retort a and b have green staining inside. Bottle 8 filled with reagent above the max line. Reagent in bottles 10, 13, 14 and 15 below the min 3 line. O-rings for bottles 1 and bottle 2 appear 'melted/warped'. Bottle 1 has crust build up around the plastic cap of the bottle spigot. Concentration in software of the purest ethanol (bottle 6) read as 99.2, the hydrometer reading of bottle 6 is 93. Event code 6004 on (B)(6) 2022 02:45 am. Event codes 132 repeated on (B)(6) 2022 from 02:46 am - 03:01 am. Event code 1001 on (B)(6) 2022 09:02 am. Wax bath 4 contained debris from wired thermometer [sic]." The fas also documented the tissue types of the affected patient samples involved in this adverse event as "gi and endometrial/cervical". The size(s) of the affected patient tissue samples was not provided. On (B)(6) 2022, the fas further documented completion of the following actions: "hydrometer readings for all dehydrant stations. All reagents dumped, bottles rinsed, and reagents replaced. Waxes drained and replaced. Recommended to run test tissue before putting back in clinical use. Instructed staff to replace reagent when prompted and to not pull and push bottles, indicating that the reagent has been replaced when it has not." On 19 february 2022, leica biosystems melbourne received information from the assigned leica field applications specialist-core histology that all patient cases involved in this event were diagnosable, and re-biopsy of a patient(s) had not been either recommended or performed.

Manufacturer narrative:
Manufacturer evaluation of the instrument logs showed that bottle 6 (ethanol) was not in contact with the corresponding sensor for approximately five (5) seconds at 02:44am on (B)(6) 2022, which is not sufficient time to replace the reagent in this bottle. The station properties for bottle 6 (ethanol) were reset at 02:45am on (B)(6) 2022, with a user affirming in the instrument graphical user interface (gui) that the concentration of the reagent in bottle 6 (ethanol) was to be set to the default value of 100%. Although a user affirmed in the gui that the ethanol concentration in bottle 6 (ethanol) was set to the default value of 100% at 02:45am on (B)(6) 2022, the facts indicate that the actual ethanol concentration in this bottle would have remained unchanged at 92.5%, because bottle 6 (ethanol) was not removed from the instrument for sufficient time to replace the reagent. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. Consequently, the reagent in bottle 6 (ethanol), which had an ethanol concentration of 92.5% due to the use error when replacing the reagent in this bottle, was used for the final dehydration step of the following eight tissue processing runs: the "small" protocol started in retort b at 02:45 on (B)(6) 2022, the "small" protocol started in retort a at 04:54 on (B)(6) 2022, the "small" protocol started in retort b at 09:06 on (B)(6) 2022, the "small" protocol started in retort a at 11:02 on (B)(6) 2022, the "xsmall\prostate" protocol started in retort a at 01:04 on (B)(6) 2022, the "small" protocol started in retort b at 02:41 on (B)(6) 2022, the "large" protocol started in retort a at 04:36 on (B)(6) 2022 and the "small" protocol started in retort b at 10:44 on (B)(6) 2022. Due to this error the quality of processing of patient tissue samples from the eight (8) processing runs detailed above would have been sub-optimal. Investigation of this complaint found that the instrument operated within specification between (B)(6) 2022 during execution of the eight (8) processing runs detailed above, from which the quality of processing of patient tissue samples would have been sub-optimal. The root cause of the sub-optimal processing of patient tissue samples reported by the complainant was a use error, which occurred at 02:45am on (B)(6) 2022. Specifically, manual replacement of the reagent in bottle 6 (ethanol) was not completed in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual, which contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss."